Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was damaged, had seized, was unable to disengage the attachment device and the device would not run. It was further determined that the device failed pretest for check for excessive noise, check function of soft mode switch (safety system), check for air leak and check the attachment coupling. It was noted in the service order that the device had two broken air drive vanes (small thin fan blades) locking the turning action of the drive turbine. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.